Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 08, 2022.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2021 and it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on december 20, 2021.